Manufacturer narrative:
Device is a combination product device evaluated by MFR: device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. In (B)(6) 2017, the patient was diagnosed with small vessel disease in left anterior descending artery. Subsequently, percutaneous transluminal coronary angioplasty was performed. Vascular access was obtained via the femoral artery. The 90% stenosed, 24 x 3.0 mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Prior to procedure, the patient was given with aspirin, dual antiplatelet therapy (dapt) and statin. After a non-bsc guidewire crossed the lesion, a non-bsc balloon catheter was advanced for pre-dilation at 10 atmospheres. A 3.00 x 24 mm promus element ¿ drug-eluting stent was then deployed at 12 atmospheres for 20 seconds. While the physician took a fluoroscopy shoot, dissection was noticed at the proximal portion of the stent. To cover the dissection, another 3.0 x 16 mm promus element was deployed. The procedure was then completed. Post procedure, the patient was given with aspirin, dapt and statin. The patient was responding well to medicines. No further patient complications were reported and the patient's status was stable.